Event description:
It was reported that the pacing lead impedance and capture threshold showed an increase. During the replacement procedure, the physician noticed damage in the clavicle area. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.